Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the needle broke using running technique while closing the vaginal cuff. The patient status was unknown.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted no sutures and part of one needle. The needle was received broken. Upon microscopic inspection of the needle, instrument marks were observed at the break site. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles or when the needle is not loaded properly in the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the device has broken off the needle several times. The surgeon seen it get stuck in the trocar on the way out, on the tough vaginal cuff tissue, and it was displaced into abdominal fascia one time in particular (that you may be referring to) in which case we needed to look for almost 45 min¿s with the big c arm. We tried using ultrasound, mini c arm, and other methods but finally had to find needle with large x ray.